Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker detected low out-of-range pacing impedance and high thresholds on the right ventricular (rv) lead no adverse patient effects were reported. The device and lead were explanted.

Manufacturer narrative:
(B)(4). Despite our best efforts we were unable to retrieve the device for return analysis. If the device is returned in the future, analysis will be performed and an updated report will be submitted.